Manufacturer narrative:
H6: the customer reported getting a red x and the device failed to charge. The unit was evaluated by a philips field service engineer. The symptom could not be reproduced however, the error message would not clear. Replacing the processor pca resolved the error.

Event description:
The customer reported getting a red x and the device failed to charge.